Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is heavily worn from use. The top electrode is thin from use and is missing most of its body. There is dried bio debris around the spacer where it meets the metal shaft. The area around the tip has become browned or darkened from heavy use and contact with bio debris. The cable and saline tubing have been fully cut from the device. A functional evaluation was performed on the returned device and found the unit cannot be functionally tested due to the cut cable from the device. During the device evaluation it was possible to identify that the reported foreign material was not present on the device upon receipt, since all devices returned with biological debris undergo a decontamination process that involves cleaning the wand handles with alcohol, then soaking the tips and lines in a detergent solution, rinsing, disinfecting in a chemical solution prior entering the complaint lab for evaluation. It is possible that the foreign material was removed during this process, which explains why such material may no longer be present on the device at the time of evaluation. An evaluation of the customer provided images and videos showed the wand being used and an unidentified substance can be seen coming out of the wand sheath. The first image shows a piece of the substance. The third image shows the tip of the wand, and the substance appears to be organic tissue and not any piece of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review identified similar reported events; however, no distinct trend has been observed for the reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure found that the device is inspected for damages, foreign contamination or anormal condition is detected. This event with all provided evidence was escalated to the manufacturing team, and it was concluded that due to controls in place during our manufacturing process the failure cannot be associated to manufacturing, therefore a definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include (1) pressing the tip against hard or bony surfaces and fluid management, (2) using the device as a lever to enlarge surgical site, or (3) mechanical displacement of tissue through applied force). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is heavily worn from use. The top electrode is thin from use and is missing most of its body. There is dried bio debris around the spacer where it meets the metal shaft. The area around the tip has become browned or darkened from heavy use and contact with bio debris. The cable and saline tubing have been fully cut from the device. A functional evaluation was performed on the returned device and found the unit cannot be functionally tested due to the cut cable from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided images and videos showed the wand being used and an unidentified substance can be seen coming out of the wand sheath. The first image shows a piece of the substance. The third image shows the tip of the wand and the substance appears to be organic tissue and not any piece of the device. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) pressing the tip against hard or bony surfaces and fluid management, (2) using the device as a lever to enlarge surgical site, or (3) mechanical displacement of tissue through applied force). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an endoscopic sinus surgery, an unidentified substance has appeared on the back of the evac 70 wand tip as a result of the ablation process, and chips of the substance fell off. All chips were removed from the patient using suction and irrigation. The unidentified material visually resembled molten plastic. The procedure was completed with a surgical delay of less than 30 minutes using an equivalent sn back-up device. No further complications were reported.